Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt reports difficulty with distance vision. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional information was requested 10/29/2007, 11/12/2007 and 11/13/2007 by phone, fax and mail. A completed questionnaire has not been returned.